Event description:
Device analysis on the returned electrode revealed that the electrode shaft was completely separated from the hub. The root cause of the failure is excessive external mechanical force placed upon the shaft which led to the complete separation of the shaft from the hub.